Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2441 showed no other similar product complaint(s) from this lot number. [(B)(4).pdf].

Event description:
It was reported per received medwatch, "catheter leaking upon injection of one lumen".